Event description:
The patient had redness around the incision, but had no fever or chills. The physician gave a prophylaxis antibiotic for the redness to pacemaker site to prevent infection. No signs of infection at time of visit. Subject was instructed to monitor site and return for follow up visit. Subject was seen by md in office (B)(6) 2013 without abnormalities to pacer site.